Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2012, resulting in fixture loss. The patient was reimplanted with another device (date not reported).

Manufacturer narrative:
The device is not available for analysis. This report is filed (B)(4) 2013.

Manufacturer narrative:
The correct patient identifier is (B)(6) ; not (B)(6) as previously reported. This report is filed (B)(4) 2013. Device not available for analysis.

Manufacturer narrative:
(B)(4).